Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) explant procedure due to infection. The patient was doing well postoperatively. The explanted device will not be returned as no boston scientific representative was present during explant.